Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66439be00. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. The overall performance of alinity I toxo igg reagents in the field was reviewed using worldwide field data. The median patient results for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Additionally, in-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay was identified. Update: additional event data found in section b5.

Event description:
The customer observed falsely elevated alinity I toxo igg results for one patient. On (B)(6) 2025, sid (B)(6), toxo igg-r 12.1 iu/ml. On (B)(6) 2025 sid (B)(6), toxo igg-r 13.8 iu/ml. Abbott: reported positive, vidas from biomérieux: reported negative, western blot: reported negative. Update: the patient is pregnant. The result was also negative on roche. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I toxo igg results for one patient. (B)(6) 2025 sid (B)(6) toxo igg-r 12.1 iu/ml. (B)(6) 2025 sid (B)(6) toxo igg-r 13.8 iu/ml. Abbott: reported positive. Vidas from biomérieux: reported negative. Western blot: reported negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.